Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated oversensing associated with the right ventricular lead. There were 21 episodes with v-v intervals < 220 ms on (B)(6) 2016. The analysis also indicated the criteria for the right ventricular lead integrity alert were met. Lead failure predictor triggered on (B)(6) 2016 for v-sensing integrity counter (sic) and non-sustained tachycardia. The analysis indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular pace impedance steady at approximately 433 ohms through (B)(6) 2016, rises out of range starting (B)(6) 2016. Also, oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 4652 v- sensing integrity counter (sic) since last session 2.9 days ago. (B)(4).

Event description:
It was reported that the patients received inappropriate therapy due to noise on their right ventricular (rv) lead. Additionally, the lead had high impedance and high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.